Event description:
Reference # imp (B)(4).

Manufacturer narrative:
Document review: versafitcup cc highcross pe acetabular liner: ref. (B)(4) / lot 131709 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) liners belonging to this lot have been already sold without any similar event. Further investigations have been performed on the retrieved liners ((B)(4) items): they do not present any sign of contact with the antirotational mechanism of the cup and this means that they have not been correctly inserted into the cup, without reaching the right final position prior to impact. The three liners have been correctly impacted into a new shell 56, used to perform this test. A new liner of the same lot that was available in our warehouse have been measured and all the dimensions resulted to be within the specifications, as expected. Versafitcut cc trio no hole cup - document review: ref. (B)(4) / lot 124402 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) cups belonging to this lot have been already sold without any similar event. A new shell of the same lot that was available in our warehouse have been measured and all the dimensions resulted to be within the specifications, as expected. From the data collected, there are no evidences that the event is device related, but it is more likely due something wrong done by the surgeon during the surgery.